Event description:
It was reported that the generator and lead were explanted due to an infection. It was reported that several months after implant, the patient scheduled an appointment with the surgeon, and scabbing was observed at the generator incision site by the surgeon. The surgeon elected to take the patient to surgery to clean up the incision site. A high white cell blood count was documented at that time. After the surgery later in 2013, the same scabbing appeared again at the chest incision site. The neurologist had documented an issue in (B)(6) 2013. He checked the vns, and everything was reportedly fine. The incision was discussed, and the patient was not complaining of issues at that time. She later contacted the surgeon and then had a consult in (B)(6) 2013, describing possible infection at the chest incision site. The surgeon then scheduled the explant in (B)(6) 2013. The neck incision did not have an infection. Cultures were positive at the chest site. There was no evidence of picking or trauma per the medical notes.

Event description:
Analysis was completed on the explanted devices. There were no performance or any other type of adverse conditions found with the pulse generator. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portions of the device which may have contributed to the stated complaint. Note that since a portion of the lead assembly including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Manufacturer device history records were reviewed. Review of the manufacturer history records confirmed sterilization was performed for the generator and lead prior to distribution.